Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a twisted silicone tubing beneath the twist clamp. Leak testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as "fluid leakage at white twist sleeve". This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for approximately three months. There was no patient injury or medical intervention associated with this event. No additional information is available.